Event description:
Fracture - possible fracture, high impedance, noise on both leads. Both removed. 604432910. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).